Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted on (B)(6) 2018. The right ventricular lead was also capped during the procedure. The products were not replaced as the patient is no longer in need of an implantable cardioverter defibrillator. Patient was stable before, during, and after the procedure.

Event description:
It was reported that the patient received several inappropriate shocks from their implantable cardioverter defibrillator and right ventricular lead. Further review revealed that the device exhibited post-paced t-wave oversensing which resulted in the inappropriate shocks. No device intervention was performed but device replacement was discussed. Patient was stable.

Manufacturer narrative:
Correction: describe event or problem' provided in the initial report was incorrect. The in this report is correct and should supersede the one provided in the initial report.

Event description:
It was reported that the patient received several inappropriate shocks from their implantable cardioverter defibrillator and right ventricular lead. Further review revealed that the device exhibited post-sensed t-wave oversensing which resulted in the inappropriate shocks. No device intervention was performed but device replacement was discussed. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.